Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 2 of the patient's mouth. Details of surgery: sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding, increased sensitivity and abscess. No further patient complications were reported.